Manufacturer narrative:
One ls1500 instrument was received for evaluation. A visual examination revealed signs of possible thermal deformation of the jaws. The instrument was found to be within specifications when functionally tested. It is possible that during the procedure, built up eschar and charred tissue would have had a much stronger hold on the jaws and could have made the instrument difficult to open. Valleylab recommends the instrument jaws, both the seal surfaces and sides, be frequently cleaned when tissue or charring begins to build up. Based on our satisfactory testing of the device we cannot reliably determine a cause to the reported condition.

Event description:
Procedure: unknown. Reportedly, the tip of the device would not release from tissue. The facility refused to report how the device the device released from the tissue and whether there was any intervention. There was no reported injury to the patient.